Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus recovered storage space. The customer reported that a malfunction took place due to the unexpected shutdown of the device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 pocket failed. The field service engineer (fse) replaced retractor band and drawer controller, reseated rowboard cables and all in one (aio); cleared debris and restored stable operation. The system functioned as intended after the field service engineer (fse) resolved the issue.